Event description:
It was reported that a user experienced a brief dexcom g7 continuous glucose monitor (cgm) sensor issue resulting in temporary loss of glucose readings and requested guidance on meal announcement while readings were unavailable. No adverse clinical symptoms reported. Outcomes included restoration of sensor glucose data and completion of troubleshooting and education, including instruction on manual blood glucose entry into the pump. User support included user guidance and confirmation of signal recovery. Investigation of this case revealed a transient sensor communication interruption with no persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user education needs and transient sensor signal loss.